Event description:
The manufacturer received explanted infusion pump for analysis after an implant duration of 32 months. The returned pump was programmed to deliver baclofen 2000mcg/ml at 1395mcg/day via simple continuous infusion. No patient symptoms were reported. During the last reservoir refill all 18ml's were aspirated, and a study was done that confirmed a "failed rotor". The patient was implanted with a new synchromed ii pump, and was reported to have recovered without sequela.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis and the results are incomplete at the time of this report. A follow up report will be sent when the analysis results become available.